Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastr ointestinal/ pelvic floor. It was reported that patient has been experiencing urinary incontinences for the last 4 days. When they got their programmer out to increase amplitude they encountered por call your doctor message. Asked patient if they have had recent medical procedures etc. That may have led to por. The patient has a blood glucose monitor installed in their arm. Patient also mentioned back in december and january had stents put in both legs and then had a case of shingles really bad. The patient was redirected to their healthcare provider to further address the issue.